Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation,nose irritation,respiratory tract irritation,tirodes - liver,reduced cardiopulmonary reserve,liver disease/toxicity,cancer. No medical intervention was mentioned for the reported event.the manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.